Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, because more than 2 years had passed from the subject device had been manufactured, it is presumed that the board had failed due to an accidental failure of the component. Since a failure of the board was detected in the control unit of the device, it is inferred that b40 was informed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Oekg checked the subject device and found that the reported phenomenon could not be duplicated. However, the error b40 which indicated that the subject device was damaged appeared immediately after the subject device was turned on due to the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the start of the procedure, after the turning power on the subject device, the subject device could not emit the examination light. The user changed the endoscope two times, however the issue could not be resolved. The user replaced the system including the subject device to another system and completed the procedure. There was no report of patient injury associated with the event.